Event description:
It was reported that a merlin.net transmission was received showing that the patient received inappropriate atp therapy for fast svt falling into the vf zone. The patient was ill at the time of the episode, therefore the physician felt this was an isolated episode and no programming changes were made. Physician elected to make medication changes instead. Patient is well with no new episodes reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.